Manufacturer narrative:
The reported lot number (178015) cannot be verified for part 04.503.105.01c. Without a valid lot number, the corresponding manufacture location and date cannot be identified. Device broke during insertion; device was not implanted/explanted. (B)(6). A product investigation was completed: the investigations have shown that all 7 screws are decapitated. All received screws are badly destroyed and not complete. The article neither the lot number is not visible on the screws. No further information had been made available therefore an investigation could not be performed. Unfortunately the exact cause of failure could not be determined; it is likely that exceeding applied mechanical force caused this breakage. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the heads of seven (7) matrixneuro screws broke during the insertion of a peek skull prosthesis on (B)(6) 2015. There were no reports of surgical delay due to the event. No additional information is available at this time. This is report 7 of 7 for (B)(4).